Event description:
Reporter alleged after a result with blood glucose monitoring device was obtained , having a seizure, passing out, and falling off a roof. Reporter stated not remembering the device result at the time of the incident, however, thought the result was between 205 & 280 mg/dl. Reporter alleged taking insulin and overdosing due to the glucose device result. Reporter stated 911 was called and paramedics transported patient to the hospital but did not remember the hospital blood glucose device result. Reporter indicated medication was changed at the hospital. Reporter alleged patient's back was broken after the fall. Reporter stated controls were used and in range. A request was made for the return of the suspect device and replacement product was sent.